Manufacturer narrative:
The returned valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The valve met the requirements for reflux, pressure-flow, preimplantation, and leak testing. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device had malfunctioned. According to the report, cerebrospinal fluid did not flow normally and the device was found to be occluded. The report stated that revision surgery was performed on (B)(6) 2016 and the device was replaced with another device.